Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. After cleaning the back pump vents, the altitude alarm cleared. The customer's blood glucose was 82 mg/dl. Customer resumed pump therapy.